Event description:
It was reported that the patient's ipg became unable to communicate with external device. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.